Manufacturer narrative:
E1 patient city: (B)(6). Patient country: netherlands.

Event description:
Reference number (B)(4). Event occurred in netherlands. On 09-sept-2024, it was reported that the patient faced infusion set tubing detached from connector. The infusion set was in use for 2 days. The site for insertion was abdomen no further information.